Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000040910.

Event description:
Related manufacturer reference number: 3006705815-2022-17621. It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. The patient also experienced headaches along with pain in their head, eyes, neck, and head since being implanted. As a result, surgical intervention may be undertaken in the future. It is unknown which lead is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted to address the issue.